Event description:
It was reported that log files were submitted for review. The log file captured no external power alarms and multiple other associated alarm types on (B)(6) 2026. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.